Manufacturer narrative:
It was indicated by the customer that the device will not be returned to masimo for evaluation. The customer has indicated that the issue has resolved and they will not be returning the device for investigation. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display of the rad-5v had missing segments. The customer reported that all of the segments on the display were intermittently missing. There were no consequences or impact ot patient.